Manufacturer narrative:
(B)(4). The complaint device was not returned. A review of the lot history record revealed no non-conformances associated with the reported lot. Review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, mid left anterior descending artery. During the procedure, a leakage of blood around the seal of copilot was observed. A new copilot was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.